Manufacturer narrative:
The referenced gastrointestinal bleed of (B)(6) 2018 is reported under medwatch MFR# 2916596-2018-02831. Approximate age of device - 1 year, 4 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported on (B)(6) 2018 that the patient experienced a gastrointestinal bleed on (B)(6) 2018. It was also reported that the patient experienced prior gastrointestinal bleeds. The date of the event is estimated as the details of the prior gi bleeds were not provided. No additional information is known at this time.

Event description:
Additional information was received from the vad coordinator confirming that after reviewing the patient records and past discharge history, there was no information regarding any gastrointestinal bleeds prior to (B)(6) 2018.

Manufacturer narrative:
The patient's history of prior gi bleeding was reported incorrectly. No further information was provided. The manufacturer is closing the file on this event.